Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain. It was reported that they noticed a heat wave coming from the implantable neurostimulator (ins) area. The ins area felt warm. The patient noticed it yesterday and a number of times, at least 15 times, the morning of the report. This was a sudden change. The patient turned the ins off. They did not use the therapy all the time. The patient had been doing acupuncture once a week for the last 4-5 weeks. The patient met the hcp and manufacturer representative that day. Impedances were checked and all 8 contacts on the patient's one percutaneous lead came back normal. The patient stated that the heat did not hurt them, but that it just seemed off that it was getting warm around the battery. The hcp had no further comment about the heating sensation around the ins. It was reported that the hcp suggested that a revision of where the current ins was be done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.